Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was implanted in 2018 and had to have a pocket revision in (B)(6) 2019 due to pain. This resolved the pain. In (B)(6) 2020 they started with mild pain and then started having some low voltage electrocution sensation upon touching electrical devices at home (boiler, toaster, etc.). The ins was set to 2v so the hcp suggested to turn off the ins. The electrocution resolved but the overactive bladder came back 3-4 weeks later. They turned on the ins and the electrocution came back. Now the patient was using it at a low voltage (0.8v) and there was no electrocution but there was not complete symptom relief. The impedances were fine. No patient complications were reported as a result of this event.